Event description:
It was reported that the tracheostomy tube split inside of a pt, but the caller stated that they did not have any details, but they believed it was removed by a physician who put in a new tracheostomy tube. No other information available.

Manufacturer narrative:
The lot number is unk. No analysis or conclusions can be drawn without the device or the lot number. Return of the tracheostomy tube for failure investigation has been requested. If the tube is returned and failure investigation results provide new or significant information, a follow-up report will be submitted.